Event description:
The customer reported that the analyzer produced negatively biased digoxin results on quality control and pt samples. A field engineer visited the site and performed maintenance on the analyzer, which resolved the issue. There was no report of pt harm as a result of this occurrence.